Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that they tried to reset the recharger to see if it would fully charge. The cause was not determined and there were no abnormalities reported. They were able to resolve the issue with another recharger. The hcp thought the patient was a bit in ¿panic¿ because she could not recharge and set the program herself. It is not believed that it went automatically to another program. With the new recharger everything is back to normal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient with severe dystonia appeared to be having problems with their implantable neurostimulator (ins) rechargeable system. Last week, the charge level message remained at 4 bars ever after 1 whole day. Previously, it would be 3 bars after a day. In the past week, the charger was not fully charged and remained at 1 bar. They have a spare charger. Yesterday, when checking the ins, it would have automatically changed from program b to d. The patient reset it to b but no effect (this morning it turned out to be off) and was admitted due to a significant increase in complaints. Unfortunately the chargers were not included. The nurse used the patient controller a few times and did not seem to be the problem. They turned stimulation back on and according to pattern, it worked a little less than usual. The patient has had the ins since (B)(6) 2020 and knows exactly how it worked. The nurse concluded that they have no reason to think that the ins was not doing any good. The patient was given another patient controller. The patient has both an old and new model charger. The rep visited the patient and left a replacement wr with them. According to the nurse, no impedances were noted other than they were normal.